Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there is an occlusion.

Manufacturer narrative:
The customer¿s report of flow issues was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in no occlusions or issues. The root cause of the customer¿s report was not identified.

Event description:
The reported feedback suggests that there is an occlusion.